Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. The setscrew was dislodged in the connector making it impossible to connect the system. The ipg was removed. No patient complications have been reported as a result of this event.